Event description:
Additional information was received that a revision procedure was performed. The rv lead and device were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory noted the device had six high out of range rv lead impedance measurements while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. The rv port did not measure as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed which did not reproduce any noise or oversensing, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded an anomaly occurred with the rv ring leaf spring. This can cause out of range impedance measurements, as reported by the field.

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. A fracture was suspected, however, not confirmed. Isometric exercises were unable to reproduce the out of range measurements. No noise was observed on the lead. A revision procedure was planned. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.